Manufacturer narrative:
The actual device was not available; however, two (2) photographs were received for evaluation. A visual inspection of the photographs revealed white powder on the cassette. It was not possible to determine whether the powder was outside or inside the cassette. The cassette was seen outside the primary packaging, so it cannot be determined whether the sample has already been handled by the patient. The reported condition was verified. The cause of the condition could not be determined. Twelve (12) retention samples were visually inspected with not issues noted. The condition was not verified by the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter described as ¿white powder¿ inside the homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.